Event description:
A professor of radiology, called e-z-em and stated that an extravasation occurred when using the percupump touchscreen CT injector w/eda (extravasation detection accessory) clinical unit #4 and that the eda accessory failed to detect it. Dr. Indicated that this extravasation was clinically significant (>20ml) and categorized this event as a false negative. After receiving this report, the CT nurse who was on duty at the time of the event was contacted. The following additional information was received: 1) injection parameters were 145cc at 3.5 cc/sec. Non-lonic contrast was used. Entire 145 cc bolus delivered. CT images showed enough contrast opacification to obtain diagnostic quality images. No re-scan would be required. 2) at end of 145 cc injection, wheal was observed directly underneath eda patch. Wheal on surface of patient's arm was approximately 2 1/2" (63.5mm) in diameter by 1/4" (6.4mm) high. Initial estimate of extravasation volume was 30-40 cc. Nurse indicated that patch was correctly applied and injector appeared to be functioning properly. The injector did not halt operation and declare possible extravasation. 3) swelling subsided shortly after injection. No plastic surgery consult was requested by CT staff. No other adverse reaction was reported. Arm scan was ordered by dr. To see if a more accurate determination of the volume extravasated could be obtained.